Manufacturer narrative:
The technician evaluated the bed and found that the bed functioned properly. The technician could not duplicate the issue. The technician walked the account through the process to properly arming the pt position mode. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that when a pt exited the bed, the pt position mode failed to alarm. The pt received a cut on the.